Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. No intervention was reported. The patient's medical condition was good.